Manufacturer narrative:
(B)(4).

Event description:
It was reported that new sensor message occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Data was evaluated and the allegation was confirmed as an early sensor expiration was confirmed. The probable cause was determined to be potential patient misuse which led to an early sensor expiration. The reported event of a new sensor message is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional. D9: device availability ¿ additional. H2: follow up type - additional/ device evaluation. H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional.

Event description:
Product was received but could not be investigated for this allegation.